Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an ear, nose, and throat (ent) surgical procedure it was observed that the motor device displayed an e6 error code. The reporter stated that multiple console devices were used, with the same results. It was reported that there was a five minute delay due to the event as an identical spare device was available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the unit displayed an e6 error was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. However, during repair it was observed that the ground wire (green/yellow) was detached from the ring terminal. The assignable root cause of this condition was determined to be component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.